Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that the pump battery was unresponsive after customer went swimming with the pump on. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 250 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: ¿never submerge the pump in water or use any other liquid to clean it.